Event description:
Customer reported pump became hot to touch, and a temperature alarm was recorded. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, advising the customer to return the malfunctioning pump using a provided return box and pre-paid label. The customer was informed about programming pump settings into the replacement and connecting their cgm. Additionally, guidance on storage mode was provided, and shipping details were confirmed.